Event description:
It was reported that the autopulse platform is displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) message. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed which found that the front enclosure was cracked. From the condition of the returned unit, the damage appears to have been due to wear and tear. The platform displayed a user advisory 45 (not at "home" position after power-on/restart) message upon power up. Further inspection determined the cause to be that the driveshaft was out of its "home" position. After, the driveshaft was rotated back to its intended position, functional testing was then performed for a total of 15 minutes using a test mannequin and no user advisories or warnings were observed. A review of the archive was also performed and no user advisory codes were observed on the reported event date of (B)(6) 2015. Multiple ua 45 codes were, however, observed on (B)(6) 2015. Based on the investigation, the part identified for replacement was the cracked front enclosure. In summary, the reported complaint was confirmed during functional testing and is attributed to the driveshaft being out of its home position. Following service, including rotation of the driveshaft back to its intended position, the device passed all testing criteria.